Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5594-53 implantable pacing lead: (B)(6) 2010. (B)(4).

Event description:
It was reported that there was high impedance on both high voltage coils when the patient's arms moved. The lead was capped and replaced. No patient complications have been reported as a result of this event.